Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after successfully placing the catheter in the jugular vein, the spring wire guide (swg) was to be removed and at that time was found unraveled. The swg was removed in its entirety and a new kit was opened and used w/o issue. There was no reported delay, death or complications to the pt.